Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the "pump won't turn on". The customer's blood glucose level was 361 mg/dl. Customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.